Event description:
It was reported that a second intervention (second surgery) was necessary to remove a plate at 3 months post-op. The report stated the patient originally placed their foot on the floor on the 45th day post-op, and later complained of pain on the 90th day post-op. It was found at the time of the second surgery that the screw was broken. The surgeon also removed the plate and bone substitute at that time. The date of the original implant was reported as 2006; the date of explant as 2007. Further communication with the reporter could not provide additional information about the broken screw or second surgery outcome. No additional patient information is available. The original post-op protocol prescribed and patient compliance with it remains unknown. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but the reporter stated the part will not be returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Patient factors such as age, gender, weight, quality of bone, activity level and other factors that can effect healing time (such as smoking, drinking, poor circulation, etc.) Could not be determined. Based on the information provided and obtained through follow-up attempts, the most likely cause of this type of event is non-compliance to the post-op protocol or post-op trauma to the surgical site. This is the first complaint of this type for this part/lot combination.